Manufacturer narrative:
Results: the returned device was fractured approximately 96.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed a fractured device. If the device is forcefully retracted from its packaging at extreme angles, damage such as a kink may occur. If a kinked device is further manipulated or mishandled during preparation, damage such as a fracture may occur. Based on the reported complaint and return packaging, the fracture is likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician found that the penumbra system ace 68 reperfusion catheter (ace68) was kinked upon removal from the packaging of a penumbra system ace 68 hi-flow kit. The damage to the ace68 was found prior to use. Therefore, the ace68 was not used in the procedure. The procedure was completed using another ace68.